Event description:
The ventilator was auto-cycling. The co customer support engineer could not verify the reported event. As a precaution the cse replaced the auto-zero solenoids. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Elab tested and all tests passed. Component functioned as designed.